Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient was implanted on (B)(6) 2021 with heartmate 3 lvas, serial number (B)(6). The mediastinal bleeding event was considered to be unrelated to the device and probably related to the implant procedure. The renal dysfunction was considered to be unlikely related to the device and possibly related to the implant procedure. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site of bleeding was mediastinal and treatment included chest washout and closure. Renal dysfunction resolved without sequelae on (B)(6) 2021 and the patient was discharged that day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced bleeding on (B)(6) 2021. The patient was brought to the operating room for re-exploration after sudden increase in chest tube output (less than 2 liters within 24 hours) several hours following recent chest closure. The bleeding resolved without sequelae on (B)(6) 2021. The patient experienced renal dysfunction on (B)(6) 2021. Baseline creatinine was at 1.4 which was steadily rose to 4.6 over 48 hours. Dialysis catheter was placed but dialysis was not started as patients urine output increased. The renal dysfunction was in ongoing/stable condition at time of event.